Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative a condition of one 60" micro volume extension set that was alleged with a leakage eminating from the male end connector of the set, and a prefilled hospira sodium chloride syringe. According to the customer, the user was "attempting to flush the line [when] the liquid squirted out of the connector", and the solution "squirts out the crack [between the two products] when attempting to flush". There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #2 of 2 involving this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The reported condition of one 60" micro-volume extension set that was alleged with a leakage emanating from the male end connector of the set was not confirmed as a sample was not provided for evaluation. Therefore, no root cause could be determined. A batch review could not be performed, as a lot number was not provided. Should any additional information be made available, a follow-up MDR will be submitted.